Event description:
A malfunction was reported with the customer's pump displaying malfunction code "malf 0". There was no confirmed adverse impact on the customer¿s blood glucose level, as the customer declined to answer specific questions about this. The pump was under warranty, and technical support arranged for a replacement pump to be sent. The customer was instructed to put the faulty pump into storage mode before returning it using a pre-paid label within 10 days. The customer did not have a backup insulin therapy and planned to contact their healthcare provider for guidance.